Manufacturer narrative:
Results: the stretch resistant (sr) wire was fractured. Stretched and offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned ruby coil confirmed a stretched embolization coil and revealed a fractured sr wire. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur. If the sr wire fractures and the device is subsequently manipulated, damage such as a stretched embolization coil may occur. The pusher assembly and lantern identified in the complaint were not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01032, 3005168196-2019-01033, 3005168196-2019-01036.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed a ruby coil using a lantern. The physician then felt resistance while advancing another ruby coil and, therefore, the ruby coil was removed. Upon removal, the physician reported that the coil was "stretched". The physician then switched to a new lantern and attempted to place a new ruby coil, however, the physician was unable to advance this ruby coil as well. Therefore, the ruby coil was removed, and the procedure ended at this point, despite the low packing density. There was no report of an adverse effect to the patient.